Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect common device name was mistakenly reported under field d2a in the previous initial submission. It has been correctly updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a cpx4 with suture tabs medium height smooth expander and experienced right side expander deflation. As a result, the patient underwent explantation and replacement with catalog number scpx156mh, serial number (B)(4) on (B)(6) 2021.